Event description:
It was reported by an attorney that the patient expired due to a heart attack and the device did not go off. No further information is available at this time.

Manufacturer narrative:
Attorney.